Event description:
When attempting to deploy the perclose device as "preclose" the device would not catch and came out of the body. The device was removed a new device used and performed as expected. No harm to patient.